Event description:
Patient's port-a-cath was crusted and outside her chest. Patient came to clinic the following day and was seen by np, md and rn. Patient was admitted for removal of port which has eroded through skin. The port was placed in the spring of this year. Patient last seen this past fall and the port was intact at that time and working fine. The port is a dignity mid profile CT compatible port, which was placed in ambulatory surgery. Patient missed many appointments between october and now after many follow up phone calls and letters. Patient was last seen in the fall. Patient denies bleeding, pain, and fever. Port on left chest wall with small amount of clear drainage. There was no odor or crusted drainage surrounding port. Admitted to hematology/oncology with surgical consult to remove port.